Event description:
It was reported that the vns patient was seen for a follow up appointment in (B)(6) 2010 and reported that he was feeling that the device was stimulating erratically over the past 3 months or so. The patient also reported experiencing an increase in seizure activity, below the pre-vns baseline over the past 3 months. The patient was no longer in the office when the physician called the manufacturer, however, he did state that a system diagnostic test was performed which revealed normal device function. The physician requested that a MFR representative be present for the patient's next follow up appointment to test the device. At the subsequent follow up visit, when the device was interrogated, the off time was noted to be 60 minutes off. The device settings upon interrogation were 1ma/20hz/500usec/30sec/60mins, which are settings indicative of an interrupted system diagnostic test. The device settings were re-programmed to the intended settings at that time. The data from the physicians hand held was sent to manufacturer for review, where it was observed in (B)(6) 2009 there was a faulted system diagnostic test and no final interrogation was done to ensure the device was set to the intended settings. The next interrogation was in the beginning of (B)(6) 2010, but the settings were not changed at that time. The settings were finally corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.